Manufacturer narrative:
Final device analysis for the catheter revealed the body was broken. The most distal tip of segment 2 shows the catheter broke at this point. A cross section view indicates the catheter had been compressed in this area and then broke. The most distal tip of the catheter with the dispensing holes was not returned. An occlusion was found in segment 1 that was able to be broken loose and a non-significant coring seen down in the cup of the sc connector. Nearly the whole length of the catheter had some bending to it which is not unusual after a catheter has been implanted a certain amount of time.

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted on: 2008-(B)(6), explanted on: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the tip of catheter hardened "degenerative". Patient was not getting pain relief. It was also noted that a dye study was attempted. The catheter was replaced. The patient recovered without sequelae. The drug delivered was not known, however per reporter "at this time was combined therapy". Post-operative no problems were known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.